Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during routine follow up, the patient's lactate dehydrogenase (ldh) level was significantly elevated to 1950 u/l. The patient was admitted for workup of device thrombosis. Ldh on admission was 2465 u/l, plasma free hgb 15.2. Patient denied any symptoms or alarms. A CT angiography on (B)(6) 2017, showed no evidence of thrombus seen. The patient was transferred to the intensive care unit for further observation, and was started on dobutamine. The patient underwent a pump exchange on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump, confirmed the report of suspected device thrombosis. The pump was returned assembled and appeared to have been exposed to a fixative agent prior to being returned. Examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed a ring-like thrombus formation surrounding the inlet bearing. This thrombus formation was partially obstructing the flow of blood. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Although a direct cause for the development of the thrombus and a duration for which it was present within the pump could not be determined, it could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The remainder of the blood-contacting surfaces did not reveal evidence of developed depositions or thrombus formations that would have contributed to the reported event. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.